Event description:
It was reported that the vns representative interrogated a generator while still in the sterile packaging and it showed to be at a low battery status. The generator was stated to have been kept in a non climate controlled environment for a short amount of time however there was no indication the generator was subjected to extreme temperatures. A review of the generator manufacturing records showed that it passed all functional specifications prior to distribution.

Event description:
Generator analysis was performed on the returned generator. The generator was shown to be at an neos ¿ yes battery status. The data downloaded from the pulse generator suggest the pulse generator was stored in a low temperature environment for an extended period of time as there are multiple values of around 13 degrees fahrenheit. This was most likely what contributed to the neos battery status observed on the generator.